Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 42 indicating a motor current sense failure while the user was not interacting with the device, and the alert persisted despite new supplies, multiple restarts, and a full battery; the device was replaced. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included a review of the device history and complaint information. Investigation of this device revealed a suspected internal motor current sensing malfunction consistent with a device malfunction in the motor control subsystem. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction not related to user error.